Event description:
Fetal lung maturity assay fails to recover control results within acceptable ranges. The problem appears to be somehow related to the lot nos of standards and controls in use. MFR's technical service has been contacted numerous time (beginning of 12/94 first call was made) with no immediate action to correct the problem.